Event description:
This report summarizes 6 malfunction events in which the device or cutting accessory fractured. 5 events had patient involvement: no patient impact. 1 event required imaging.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events - 6 events were reported for this quarter. Product return status - 6 device investigation types have not yet been determined. Additional information: 6 devices were labeled for single-use. 6 devices were not reprocessed or reused.

Event description:
This report summarizes 6 malfunction events in which the device or cutting accessory fractured. - 6 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h11 6 previously reported events are included in this follow-up record. Product return status 4 devices were evaluated based on historical data analysis. 2 device investigation types have not yet been determined.

Event description:
No change

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h6, h11 6 previously reported events are included in this follow-up record. Product return status 6 devices were evaluated based on historical data analysis.